Manufacturer narrative:
(B)(4). Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, penetration of the filter struts through the wall of the inferior vena cava (ivc), caval thrombosis and post-thrombotic syndrome. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ivc perforation could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Thrombosis within the ivc does not represent a device malfunction. Post-thrombotic syndrome is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced these events include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: penetration of the ivc filter struts through the wall of the ivc, caval thrombosis, post thrombotic syndrome and pain post implant. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was reported to be pulmonary embolus (pe) with deep vein thrombosis (dvt). Prior to the filter implantation, the patient was noted to have thrombus present within the right posterior veins, the calf and right greater saphenous vein (proximally to distally). The filter was implanted via the left basilic vein. Approximately eighteen months after the filter implantation, the patient became aware that the filter strut(s) had perforated outside the inferior vena cava (ivc) and was associated with blood clots, clotting and/or occlusion of the ivc. The patient underwent an ultrasound that revealed penetration of the filter struts through the wall of the ivc, caval thrombosis and post-thrombotic syndrome. A computerized tomography (CT) scan also revealed the filter strut perforation. The patient further reported having experienced foot numbness, pain, swelling and anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post-thrombotic syndrome is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain and swelling experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth), section b3 (event date), section b4 (event description), section d1 (brand name), section d4 (model, catalog, lot number, expiration date, and UDI number), section d11 (concomitant medical products), concomitant devices: guidewire, micropuncture system, 6f sheath, section g4 (date received by the manufacturer), section h4 (manufacturing date), section h6 (evaluation codes), 1779 ¿ coagulopathy/clotting, 1984 ¿ inferior vena caval occlusion, 2091 - swelling, the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: penetration of the ivc filter struts through the wall of the ivc, caval thrombosis, post thrombotic syndrome and pain post implant. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: at the time of implant, thrombus was present within the right posterior tibial veins and the calf. Thrombus was also noted within the greater saphenous vein proximally to distally. The patient also had a history of pulmonary embolus with deep vein thrombosis. The filter was implanted through the left basilic vein. A 6f triple lumen venous access was left in place due to poor venous access and pulmonary embolism. The patient was stable post procedure and interventional radiology performed a venacavagram verifying placement. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 18 months post implantation. The patient reports perforation of filter strut(s) outside the ivc, blood clots, clotting, and/or occlusion of the ivc. The patients ultrasounds and evaluation also report caval thrombosis, post thrombotic syndrome, swelling and pain post implant. A CT scan performed of the patients optease ivc filter reports penetration of the ivc filter struts through the wall of the ivc. The patient further asserts to have suffered from numbness in her feet due to these injuries. The patient also reports suffering from anxiety.